Event description:
The account alleges that the knee drive has unintentional movement in the downward direction. No injuries were reported.

Manufacturer narrative:
The account determined not to repair this device. The account has removed it from service, and placed it in storage, to be used for spare parts. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.